Manufacturer narrative:
(B)(4). Batch # n53w3g. Additional information was requested and the following was obtained: can you clarify the statement you made that "the staples could not be deployed at the last firing"? ¿no information. Did the device cut?...no information. If yes, was the cut line complete? ¿no information. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.?...no information. The analysis showed that the atw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received partially fired 1/8 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Event could not be confirmed as the device opened and closed without any difficulties noted. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a retroperitoneum laparoscopic total nephroureterectomy, the staples could not be deployed at the last firing. Besides, it had a difficulty in opening and closing the jaws. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient.